Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no defects were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the sleeve falls off and blood leakage occurs. This occurred on 100 separate occasions, however, patient impact is unknown. The following information was provided by the initial reporter: the product bd vacutainer eclipse 21g blood collection cannula with integrated holder (article number 368835) with the lot no. 9302886 drops very frequently, several times a day , now 3 times in a row. Obviously when changing the tubes, inside the holder of the needle partially drips blood on the arm of the patient, which means the tubes are full of blood. This problem has existed since the beginning of (B)(6) 2020.